Event description:
Pt underwent repair of a large incarcerated (incarcerated - herniated tissue becomes stuck in the protruded position and is undergoing pressure) paraesophageal hernia. While passing 24f bougie down esophagus (part of stomach squeezes through hiatus and lands next to esophagus), a perforation was noted. Procedure was converted from laparoscopic to open approach.